Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer¿s representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins). The rep reported that they were getting an impedance issue with electrodes 0, 8, 9 and 13 were greater than 10,000 ohms. The rep changed reference points and it showed other electrodes were within normal range. The patient was getting the therapy she needed. The rep reported that the patient met with another rep in (B)(6) 2019 and 4 electrodes were out of range at that time. The rep was testing the system for future replacement. It was reviewed that the implant wouldn¿t reach end of service until 2022. Additional information was received from the rep on 2020-04-23. The rep reported that the cause of the high impedances wasn¿t determined. The rep checked the impedances and called tech services for advice. The rep reported that the high impedances wasn¿t resolved. The current programming wasn¿t using these electrodes and there was nothing else planned at this time. No further complications were reported.